Event description:
On (B)(6) 2014, the patient reported that her infusion device displayed the error code indicating the battery was depleted without first displaying the battery low warning. She stated that the up button on her device had only been functioning intermittently since (B)(6) 2013 and the rubber covering of the button was peeling off. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
No product was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.